Manufacturer narrative:
Other relevant device(s) are:product ID: 977a290, serial# :(B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing discomfort at incision site where strain relief loop was located. The doctor opened the original incision site and buried the strain release loop, so it was less superficial. The patient denied any factors that might have led or contributed to the issue. An x-ray was performed to determine the location of the loop versus the pain site. The issue was noted to be resolved at the end of the report and the patient was alive with no injury. There were no further complications reported or anticipated.